Manufacturer narrative:
Unit received with button error alarm and had unresponsive esc and actbuttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.